Event description:
The following was taken from the surgical report, "I encountered the fact that right at the edge of the l4/5 disk space, the tip of the nerve hook broke off which is approximately a millimeter to a millimeter and a half in diameter and probably 3 millimeters long. I believe after it broke off, it went up the suction tip. We explored the disk space in and around the nerve root. We did a c-arm and a lateral lumbar x-ray and it was not seen and the radiologist confirmed that he did not see any metallic object in the wound. At this point, the assumption is that this small piece of metal went up the suction device with the irrigation and small amount of blood loss and was not recoverable to be identified but that instrument was taken off the field and another one was brought out." Unfortunately, the device has been discarded and the reporter does not have any of the device information (brand name, UDI, etc.).